Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.